Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent bilateral reconstruction with a mentor artoura breast tissue expander 700cc on (B)(6) 2018 presented with right breast erythema on (B)(6) 2018. The patient had an infectious disease consult and she did not respond to IV antibiotics. The patient returned to the or on 11/16/2018 where she underwent removal of the right tissue expander, drainage of the abscess and wound debridement. The patient did have a port a cath infection and removed in on (B)(6) 2018.